Event description:
It was reported that a patient was seen in-clinic on (B)(6) 2022 for loss of capture on their implantable cardioverter defibrillator (ICD) due to a lack of depolarization in their far-field channel. On (B)(6) 2022 the patient's ICD was reprogrammed. The patient was stable after the procedure.